Event description:
The clinician alleges that the tracheostomy tube holder broke in dec., 1999 on an adult non-ventilator dependent pt with a cuffed tracheostomy tube. The tracheostomy tube dislodged, requiring the tube to be put back in. The pt was not compromised by this event. This clinician alleges an event a couple weeks prior where the trach tube holder broke in use. This event did not result in any complications.